Event description:
It was reported that the monitors on the 9600 system went black during a case. The 9600 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.